Event description:
It was reported that an ilet user experienced persistent hyperglycemia with blood glucose values over 300 mg/dl for more than 90 minutes, peaking at 308 mg/dl and later measuring 290 mg/dl, after eating and entering a delayed meal announcement approximately one hour post-ingestion. Symptoms included thirst. Outcomes included on-device troubleshooting and user education. Investigation included guided troubleshooting, inspection of the infusion line by the user with no visible leaks, kinks, or bubbles, and a recommendation to replace all supplies, which the user did. Investigation of this case revealed that a delayed meal announcement and potential infusion set or site performance issues could not be excluded, although no hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.